Event description:
During baxter's evaluation, a spectrum pump had no audio. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the no audio condition. The evaluation experienced the no audio condition on all volume/tone settings caused by a failed speaker. The failed speaker was replaced.